Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr med surveillance specialist was able to classify the complaint based on the info originally provided. On the day before at 11:00 pm, the pt attempted to test her blood glucose level, however, the reported meter would not power on. The pt took no actions due to the meter issue. On original date, at 2:00 am, the pt experienced the symptoms of impaired vision, vomiting, and she felt 'low'. The pt administered self-treatment by drinking a soda. She did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the test strips and battery contacts were in good condition and the pt had correctly replaced the meter's battery. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test her blood glucose level due to the reported meter issue, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.